Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male pt in cardiac arrest, the device failed to discharge using pads. However, when they switched out of pads, they were able to shock the pt. The medic stated that during subsequent testing, the device displayed a "poor pad contact" message. Complainant indicated that the pt subsequently expired, however it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.